Event description:
It was reported that entrapped air occurred. An opticross hd catheter was selected for intravascular ultrasound (ivus). During preparation, the catheter could not be flushed, resulting in air entrapment. The procedure was successfully completed with another opticross device. There was no patient complications reported.

Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate. Device history review: a review was completed of the device history records (DHR) for the opticross hd, part #h74939352020, batch #0037224992. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could contribute to the event. Device technical analysis: device evaluated by manufacturer: the device was returned to the complaint investigation site (cis) for analysis. Visual, functional, and microscopic analysis was performed on the device. The sheath was observed to be kinked. During the flush test, the device could not flush when the telescope was fully advanced. There were wrinkles around the heat shrink tubing of the drive cable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the opticross hd device confirmed that the event of 'entrapped air' and 'difficult to flush' were a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'cause linked to device but unable to trace more specifically' following a review of the reported event details and the available information. The device was returned for analysis; however, it was not possible to identify the most probable cause of the observed wrinkles at the tubing heat shrink of the drive cable, therefore limiting the identification of the probable cause of the reported event. Regarding the observed kinked sheath, this failure can occur during procedural advancement, when friction between the catheter, hemostasis valve, guide catheter and lesion resists movement, or from external handling forces on the device. Since the DHR review confirmed that the device met all manufacturing specifications, 'adverse event related to procedure' is the assigned cause for this issue.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that entrapped air occurred. An opticross hd catheter was selected for intravascular ultrasound (ivus). During preparation, the catheter could not be flushed, resulting in air entrapment. The procedure was successfully completed with another opticross device. There was no patient complications reported.